Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that a ring artifact appeared on images. There was no report of misrepresentation as a result of the ring artifacts. The philips field service engineer (fse) confirmed there was no impact to the patient as a result of this issue. The fse confirmed the reported issue, and visually inspected the system. The compensator of the a-plane collimator was found to be cracked. The fse replaced the a-plane collimator to resolve the issue and the system was returned to clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.